Event description:
The duett sealing device was deployed following a coronary angiography (via a 6f sheath in the right common femoral artery). No deployment technique problems were noted. The pt was slow to seal (likely due to elevated blood pressure), but hemostasis was achieved. Several hours after the procedure, the pt complained of leg/foot pain. The pt was told by hosp staff that this was normal, no follow-up was done, and the pt was discharged to home. Two days later, the pt reported pain to the physician, but received no follow-up call. Four days after the event date the pt was admitted to the ER due to continued and increasing pain to the leg. The arterial occlusion was treated with angiojet and an angioplasty procedure. Although the artery was opened, flow could not be sustained, and pt was sent to surgery for placement of a by-pass graft. During surgery the pt was noted to have significant disease throughout the leg. The event was resolved.